Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking at the adapter.

Manufacturer narrative:
A device history review was conducted for lot number 8198212. Our records show the reported lot was manufactured in december of 2015, and determined that this is the only instance of this issue occurring in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers tested the devices submitted by the facility for deviations in their physical dimensions, and for signs of leakage. All of the tests found the device to be within product specifications. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii closed IV catheter system was leaking at the adapter.